Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it keeps scrolling the numbers on the pump. Customer is over abroad for 4 weeks. Customer has a backup pump and was advised that the pump will need to be replaced. Customer will call back when she is back in the united states. Customer was advised to discontinue use of the pump. No further assistance needed.